Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on june 13, 2017, confirmed that the tissue pad was worn and partially peeled. The manufacturing record was reviewed with no irregularities. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It is possible that the errors display when the probe is subjected to an excessive load during activation. The excessive load is occurred by applying the probe tip to the tissue with a strong force, grasping thick tissue, or grasping the tissue with twisting. The instruction manual of the device has already warned as follows; warnings: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Warnings: do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, positioning the tissue, twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the sonicbeat instrument, and then activate. Otherwise, it may cause the deforming/spliting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity. Warnings: the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
The subject device was used during a distal gastrectomy. After 30 minutes of use, uncertain errors were displayed frequently and the tissue pad of the device was peeled. The procedure was completed using another model. There was no patient injury reported.